Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24feb2020.

Event description:
It was reported that the ventilator's oxygen dropped with no alarm. Reportedly, the ventilator was being used on a patient in palliative care with use of concentration 60% oxygen. The ventilator was being used on a patient at the time of the reported event. Although requested, patient information was not provided. The service engineer (se) inspected the device. The se found multiple error codes in the ventilator diagnostic logs indicating oxygen not available, pressure errors, low rate, low and high tidal volume, patient disconnect, proximal pressure line disconnect, patient circuit occlude. The se stated that the issue was with the customers o2 supply. The se performed testing and the device was returned to use.